Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: estimate of when event began. Study title:predictors of recanalization for incompetent great saphenous veins treated with cyanoacrylate glue author: yiu che chan, mbbs, bsc, md,yuk law, mbbs, fcrs, grace c. Cheung, bsc, mmedsc,stephen w.cheng, mbbs, ms, frcs link: j vasc interv radiol 2017; ¿:1¿7 http://dx.doi.org/10.1016/j.jvir.2017.01.011..

Event description:
Purpose of literature article: to determine predictors of recanalization in patients treated with endovenous cyanoacrylate. Event description: 55 patients were treated with the venaseal closure system in the gsv. Follow up clinical and duplex examinations were performed at 1 week, 1 month, 6 months, 12 months, and 24months. 2 patients presented with minimal extension thrombus to deep vein and treated with subcutaneous heparin injection for 1 week. Reassessment duplex ultrasound scan performed after treatment showed complete resolution of deep vein thrombus. 1 patient suffered a minor infection at the access site and was treated with oral antibiotics. 4 patients were treated for symptomatic thrombophlebitis with a short course of oral nonsteroidal anti-inflammatory drugs.